Event description:
It was reported when entering a residence with a patient on board the cot the medics lowered the cot to knee height position. They then stepped away from the cot to perform other functions when the cot allegedly lowered to the lowest height. The patient allegedly complained of minor neck pain but refused a medical transport for medical evaluation/intervention. The complainant was contacted and they confirmed they had not been contacted by the patient or otherwise notified the patient sought later medical intervention as a result of the incident. This incident will be further investigated.

Manufacturer narrative:
An authorized field technician evaluated the cot at the complainant's location. The technician did alert the manufacturer that the incorrect serial number was provided at the onset of this complaint. The correct serial number of the cot involved in the incident was provided. A visual and functional evaluation was conducted and the reported malfunction could not be duplicated. The technician found nothing wrong with the cot that would cause it to drop a position on its own. The cot was 13+years old at the time of incident and the complainant confirmed they did not have a pm plan in place on the cot. At the request of the complainant the technician conducted a pm service on the cot and returned it to service. No further information was provided regarding any later alleged injuries or medical intervention required on the patient.

Event description:
It was reported when entering a residence with a patient on board the cot the medics lowered the cot to knee height position. They then stepped away from the cot to perform other functions when the cot allegedly lowered to the lowest height. The patient allegedly complained of minor neck pain but refused a medical transport for medical evaluation/intervention. The complainant was contacted and they confirmed they had not been contacted by the patient or otherwise notified the patient sought later medical intervention as a result of the incident. This incident will be further investigated.